Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is conservatively filed for possible tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. After deployment, there was an unspecified "bright object" near the left upper pulmonary vein in the left atrium. In the physician's opinion, this object was caused by manipulation of the guide wire or during steerable guide catheter(sgc) insertion. Post procedure mr was reduced to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch report, the following information was received: all steps were performed per IFU and in the physician's opinion, the bright object appeared to be tissue which was noticed during sgc removal. However, the physician determined that tissue is no longer in the pulmonary vein and disappeared. No treatment has been planned at this time. The patient was reportedly doing well and was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. This incident was reported with the absence of any device malfunction. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported tissue damage appears to be related to case circumstances. In the physician's opinion, this object was caused by manipulation of the guide wire or during steerable guide catheter (sgc) insertion. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.